Manufacturer narrative:
The warnings in the package insert state migration, bending, fracture or loosening of the implant are possible adverse effects. Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales representative reported three screws in the custom maxilla plate backed out. There is no revision surgery scheduled at this time.